Event description:
It was reported that the gastrointestinal videoscope had histoacryl adhered to the bending section cover and inside the forceps channel. The issue occurred after a therapeutic eis treatment that used histoacryl. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: event 1: there is a foreign object in the a rubber. Event 2: foreign material - bending section - rubber. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·we could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. We could not identify the foreign material from provided information. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had histoacryl adhered to the bending section cover and inside the forceps channel. The issue occurred after a therapeutic eis treatment that used histoacryl. There were no reports of patient harm or injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.